Event description:
On 02/28/2000 MFR's regulatory affairs dept was notified of the following event. The event is currently being investigated as a possible problem in the software of the system or a user error issue. "When processing only a gated spect study in autoperfusion (no pre-stress exam), both the gated slices and oblique slices are displayed on the results page. This had led to a misinterpretation because the gated study display did not match the oblique file displayed."